Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they were unsure if they press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After powering up, the device would respond slowly to enter, go back, and right keypad button presses. After further review, there is mold inside the battery connectors and corrosion on a component located next to them. Unable to perform the displacement and self tests due to the slow response of the keypad.